Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) reported a red alert on the latitude system due to a high, out of range shock impedance measurement on this transvenous defibrillation lead. The local boston scientific sales representative provided additional information that the pocket was reopened and the distal shock setscrew was tightened. Shock impedance measurements returned to normal. No adverse patient symptoms were reported. Additional information was received indicating this device was explanted due to normal battery depletion. The device was returned for analysis.

Manufacturer narrative:
According to the available information, this crt-d and transvenous defibrillation lead are still in service. No additional information is available at this time. Should additional information become available, this event will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.